Event description:
Reportedly, the lead was implanted on (B)(6) 2019 in pacing dependent patient. When the device was interrogated, artifacts and noise were recorded in the device memories (ventricular egm).

Manufacturer narrative:
Summary of investigation: devices history reports (DHR) analysis show that the lead related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since on (B)(6) 2022 (at least) showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead level but cannot be confirmed with certainty. Connection issue may be excluded since the device is implanted for more than 3 years and the available data from 2023 does not show any non-physiological signals. Low ventricular impedance values were recorded by the device (the dots on the curves: =<200 ohms), which could indicate potential issues on the ventricular lead. However, since the lead is still implanted the root cause could not be confirmed. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). This case is retained and utilized for trending purposes. For more details, please refer to the enclosed final report analysis.